Event description:
Customer called on behalf of patient to report patient's ot basic enhanced meter was reading inaccurately low. This was documented. It was discovered by the "ccr" during the call that the strips did not have a reaction or color change. Customer provided the following information: customer's family member found family member's patient passed out on the floor. Family member tested pt's blood and obtained a reading of 35 mg/dl with a message of "danger call dr". Family member took patient to the hospital, which is close-by. At the hospital they tested patient's blood and obtained a reading of 325 mg/dl. Patient was not treated. The dr advised patient to increase prescription of micronase 1 pill a day to 2 pills a day. Patient's diagnosis at the hospital was high blood sugar.